Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that starting (B)(6) 2019 they noticed that it was taking over 2 hours to charge the ins. The patient reported that it had progressively gotten worse to the patient that she would give up after charging for over 2 hours and still not fully charged. The patient also reported that they had not been able to connect and charge with the implant since (B)(6) 2020. The patient didn¿t see any obvious damage to the equipment. No further complications were reported.